Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure, on (B)(6) 2026, it was noted that the port was clogged. The catheter was removed, and it was further reported that the catheter was kinked and damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.